Event description:
It was reported that "patient called to report that he has problems with his knee replacement. Pain and wobbling like his leg is too long. Now experiencing numbness, pain and "kickback". Feels real loose. Has an appointment with new doctor on the (B)(6). Patient has a biomet knee, but implant record shows simplex as the bone cement."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.